Event description:
This report is being filed after the review of the following journal article: abudouaini, h. Et al (2021), change in the postoperative intervertebral space height and its impact on clinical and radiological outcomes after acdf surgery using a zero-profile device: a single-centre retrospective study of 138 cases, bmc musculoskeletal disorders, vol. 22 (543), pages 1-8 (china). The aim of this retrospective study is to examine intervertebral height (ih) changes following zero-profile acdf and analysed the relationship between ih and clinical efficacy and imaging parameters. A total of 138 patients (63 female and 75 male) with a mean age of 48.03 ± 9.51 years who underwent acdf using a zero-profile device from march 2012 to february 2016 were included. Surgery was performed using zero-p implant filled with b-tricalcium phosphate. The mean follow-up was 22.83 ± 6.272 months (range: 18¿36 months). To investigate the great importance of maintaining the ih after acdf using a zero-profile device, the patients were grouped by postoperative ih change into three groups; the variation value of ih was 0¿2mm in group a, 2¿4 mm in group b, and greater than 4mm in group c. Group a comprised 42 patients (25 male and 17 female; average age = 45.06 ± 6.31 years), group b comprised 68 patients (40 male and 28 female; average age = 43.21 ± 7.53 years), and group c comprised 28 patients (16 male and 12 female; average age = 46.51 ± 7.6 years). The following complications were reported as follows: group a: in 5 patients, the adjacent segment degeneration (asd) occurred at the superior level. In 7 patients, the adjacent segment degeneration (asd) occurred at the inferior level. 3 patients had implant subsidence. 11 patients had axial symptoms. 2 patients had dysphagia. 4 patients had local kyphosis. With 3 points facet joint degeneration. Group b: in 4 patients, the adjacent segment degeneration (asd) occurred at the superior level. In 5 patients, the adjacent segment degeneration (asd) occurred at the inferior level. 3 patients had implant subsidence. 8 patients had axial symptoms. 3 patients had dysphagia. 9 patients had local kyphosis. With 2 points facet joint degeneration. Group c: in 4 patients, the adjacent segment degeneration (asd) occurred at the superior level. In 3 patients, the adjacent segment degeneration (asd) occurred at the inferior level. 4 patients had implant subsidence. 5 patients had axial symptoms. 1 patient had dysphagia. 4 patients had local kyphosis. With 2 points facet joint degeneration. This is report 2 of 2 for (B)(4). This report is for an unknown synthes zero-p.

Manufacturer narrative:
Additional narrative: event date: unknown event date. 510k: this report is for an unknown zero p construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.